Manufacturer narrative:
Results: returned device was visually and functionally inspected and all parts were found to be within specifications. No other results could be determined. Related mdrs: 3025141-2011-00011, 3025141-2011-00016.

Event description:
A sales representative reported that an acumed 4.5mm olecranon threaded compression rod backed out of the patient's bone. The olecranon rod was removed and an unknown plate was implanted. When the product was returned for evaluation on (B)(4) 2011, it was discovered that two additional products were used in the initial surgery and were involved in the adverse event. These were a 1mm olecranon washer / nut space, part number 40-0016-s, and a 10mm olecranon compression nut, part number 40-0015-s.